Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the pt arrived in the cath lab on (B)(6) 2011 at 1200 hours. While in the cath lab, the intra-aortic balloon (iab) was inserted via the femoral artery. After the iab was inserted, the pt was moved to the cardiac care unit (ccu). Approx 10 minutes after the pt arrived in the ccu, the a-line tracing was flat. A leak was found in the a-line tubing connection. Per the rn mgr in the cath lab, blood did not immediately rush back and this lead the staff to believe that the lumen was barely patent. The iab was removed at approx 1700 hours, as the pt had significantly improved and no longer needed iab therapy. There was no report of death, injury, complications and delay in therapy. The pt outcome is good. Add'l info received from the sales rep on (B)(4) 2011 stated that the hospital claims that they do use heparinized saline in their lines.